Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had out of range impedance values. The pace/sense portion was capped, and a new pace/sense lead was implanted. The high voltage coil remains in use. No patient complications have been reported as a result of this event.